Manufacturer narrative:
(B)(4). The reported event occurred sometime in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a sterile repeater pump tube set was leaking at the connection. This occurred during filling with a baxter syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a clear liquid ingredient in the line, indicating that the set had been used. All connections on the set appeared within specification, with no obvious connection issues or damaged noted. Functional testing was performed by using the set with a dispenser, an in-house adapter, and a bag of sterile water. The device was found to operate per specification with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.